Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient received inappropriate defibrillation therapy due to far-field p-wave oversensing caused by dislodgement observed on the right ventricular lead. The lead remains implanted with therapies disabled. The patient¿s condition was stable.